Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the right ventricular defibrillation coil was beyond the expected upper range. Analysis of the device memory indicated the impedance of the superior vena cava defibrillation coil was beyond the expected upper range. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had high impedance on the rv coil and superior vena cava (svc) coil. Isometrics were performed to confirm the high impedance. Noise was observed on the lead when the rv coil was set as the return path. The svc coil and the can was turned off. The patient was issued a lifevest. The lead was removed and a new lead was implanted. No patient complications have been reported as a result of this event.